Event description:
Customer reported that ferrous fluid was being infused on the pump when leakage onto the floor was noted by the patient. The nurse looked and found that the membrane had ruptured and the tubing was leaking. The nurse stopped the infusion and saved the tubing. No known harm to patient. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). Patient information requested and all available information is included. The product has been requested to be returned for evaluation. It has not been received. A follow up report will be submitted if further information is obtained.